Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventrio st may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Adhesions and fistulas is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited at this time. The product code provided by the attorney, 5950050, is not confirmed for a ventralex st as indicated through the legal complaint. Based on the product code 5950050 a ventrio st is allegedly the product implanted in the patient, therefore, this file will reflect this information unless additional information is provided. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014:the patient underwent repair of a ventral hernia with a "ventralex st mesh patch", cat no 5950050 (ventrio st). On (B)(6) 2015:the patient underwent surgery. "During the surgery, 45 minutes of small bowel adhesiolysis was performed. The bowel remained attached to the mesh at the site of fistula. The mesh was explanted and the fistula was oversewn with 3-0 silk suture. The small bowel involving the fistula was resected using 75 mm blue staple load." The patient continues to experience complications related to the "ventralex st" (ventrio st) and will likely require additional surgeries to repair the damage from the "defective" product. As reported, the ventralex st (ventrio st) implanted in the patient failed to reasonably perform as intended. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.